Event description:
Customer reported that the css console exhibited a "low cardiac output" alarm while supporting a pt. The pt was switched to a backup css console, and the "low cardiac output" alarm was not present. There was no pt impact. This alleged failure mode poses a low risk to the pt because there is no indication that the issue observed with the monitoring function of the css console affected life-sustaining functionality. The css console continued to generate the required pneumatic pressures for adequate cardiac output. The css console was returned to syncardia for evaluation, and the results of the failure investigation are set forth in the report.

Manufacturer narrative:
The results of the failure investigation are set forth in the failure investigation report attached here to. The root cause of the failure mode was validyne pcb with a loose solder joint on one of its leads. The validyne pcb was repaired by soldering the diode. The validyne pcb was re-installed into the css console, and the css console successfully passed the console calibration protocol. The investigation revealed that the "low cardiac output" alarm was a false alarm, in that it was caused by electronic components in the monitoring portion of the css console, and thus had no effect on the true status of the pt. This failure mode poses a low risk to the pt because the issue observed with the monitoring function of the css console did not control the ability of the css console to continue to perform its life-sustaining functions. The css console continued to generate the required pneumatic pressures for adequate cardiac output. Syncardia has completed its evaluation of this complaint and is closing this file.